Event description:
Revision surgery was performed. The patient reportedly presented with a loose cup, metallosis in the sleeve/trunnion juncture.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21cfr, part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. (B)(4).